Event description:
Patient was revised on (B)(6) 2021 due to a dislocation. No information on the date of the first surgery. No information on the explanted products. Surgeon implanted centered glenospher, ø 135/145 40+9 humeral cup, stem ta6v size 08;

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.